Manufacturer narrative:
The reported device was not returned to manufacturer. Without return of the explanted device the reported clinical observation cannot be confirmed. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards had learned of a 27mm mitral bioprosthetic valve explanted due to severe prosthetic valve dysfunction and severe mr accompanied with pulmonary hypertension, after an implant duration of six (6) years, 11 months . The patients valve was replaced with a competitors mechanical prosthetic valve. Device is available for return. There were no reported complications. The op note describes the valve as "diseased. There was no vegetation or any evidence of infection." There were no reported complications.

Manufacturer narrative:
Evaluation summary: the explanted device was returned to edwards for analysis. As received, moderate host tissue overgrowth encroached onto the tissue and into the orifice on two (2) leaflets. Host tissue fused these leaflets at their commissure at the outflow aspect. Host tissue on the stent circumference was moderate to heavy at the inflow and outflow aspects. The x-ray demonstrated moderate calcification on the cusp area of one (1) leaflet and minimal calcification on the free margin of the other two (2) leaflets. An area, approximately 2mmx4mm, was torn and missing near the central coaptation of a leaflet; the damage was beveled at the inflow aspect. Torn area of this leaflet came in close contact with extrinsic calcification on another leaflet. Indications of what appeared to be hemostat imprints were visible on sewing ring area of this leaflet near its commissure on the inflow and outflow aspects. Wireform was intact during x-ray evaluation. (B)(4). The clinical report of prosthetic valve dysfunction and regurgitation could not be confirmed through visual observations. However, calcification and host tissue were observed which likely led to the reported valve dysfunction and regurgitation. Host tissue/pannus growth is a complex process triggered by the interaction between the host and device, and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth that typically occurs between 12 months to 5 years. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve but abnormal or severe pannus growth can eventually affect valvular function. Additionally, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors can contribute to calcification including patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on calcification and pannus in bioprosthetic heart valves, the causes are these mechanisms are still not fully understood and the root cause for the host tissue growth and calcification cannot be determined at this time.